Event description:
Customer reports fluoro failed during a procedure. No procedural information made available by customer. Procedure was completed with use of a portable c-arm fluoro system. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.